Event description:
It was reported that the product was installed on (B)(6) 2024 and was working perfectly, however on (B)(6) 2024 the hospital team requested support because they realized that the connectors for inflating the catheter balloon and the irrigation connector were broken, uncoupled from the catheter. The patient who had the product installed was elderly, disoriented and agitated, has a caregiver companion and had been under investigation for chronic diarrhea for 90 days.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned six-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the first photo sample shows the dignishield attached to the bed. The second photo shows the inflation, and the irrigation port disconnected from the catheter inside a zip lock bag. The third, fourth, fifth and sixth photo shows tape on the inflation and irrigation port stem. This does not meet specification per inspection procedure which states, "detached, incorrect assembly and damaged catheter, arms and connector (flush, inflation, & irrigation) are not allowed". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿occluded valve housing arms has become detached bond between arms and valves is inadequate¿. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: ¿instructions for use contraindications do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. Do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff. Use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Abdominal distention that occurs while using the device should be investigated. Prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in mucosal lesion, temporary or permanent clinical sphincter dysfunction, or catheter expulsion. Solid or soft-formed stool cannot pass through the catheter and will obstruct the opening. The use of the device is not indicated for patients with solid or soft formed stool. Single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. Precautions caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not sterilize. Close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4). Patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. If the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. To avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. Notify a physician if any of the following occur: persistent rectal pain rectal bleeding abdominal distension if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have the tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. When using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. Ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product was installed on 05june2024 and was working perfectly, however on 20june2024 the hospital team requested support because they realized that the connectors for inflating the catheter balloon and the irrigation connector were broken, uncoupled from the catheter. The patient who had the product installed was elderly, disoriented and agitated, has a caregiver companion and had been under investigation for chronic diarrhea for 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.